Manufacturer narrative:
The investigation confirmed that reproducible higher than expected vitros trop I results were obtained from a single patient sample processed on a vitros 5600 integrated system compares to results obtained from two non vitros methods. The investigation could not determine a definitive assignable cause with the information provided. Historical vitros tropi es quality control results were not obtained therefore, the performance of the vitros tropi es reagent lot 2441 cannot be evaluated and a reagent issue could not be entirely ruled out. Vitros tropi es precision testing was not performed to evaluate the vitros 5600 system. However, the vitros tropi es results obtained when using the vitros 5600 system were reproducible when compared to vitros tropi es results obtained when using two different vitros eci systems. Therefore an analyzer related issue is not likely to be a contributor to the event. Pre analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the presence of an unknown sample interferent cannot be ruled out. The tsc recommended repeating the sample after treating with a heterophilic antibody blocking tube as per the vitros tropies IFU, however this testing was not completed, therefore the presence of heterophilic antibodies cannot be confirmed or ruled out. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed reproducible, higher than expected troponin I results from a single patient sample processed using a vitros troponin I es reagent in combination with a vitros 5600 integrated system, when compared to results obtained from two non vitros methods. Vitros tropi es results 0.188, 0.175, and 0.166 ng/ml versus the non-vitros tropi results <0.01 and <0.00 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown if the reproducible, higher than expected, vitros tropi es results were reported from the laboratory, however, ortho clinical diagnostics (ortho) is not aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).